Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition with asystole of over 2 seconds. It was determined that this was due to electromagnetic interference (emi). No changes were performed. This device remains in service. No further adverse patient effects were reported.